Event description:
It was reported by service report that the male side of the cable extenders were damaged causing the footboard to be non functional. The customer could not determine if there was patient involvement or if there were adverse consequences to report.